Event description:
It was reported that, during a pre-use check, the customer found a crack in the breathing filter. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Sample received consisted of three (3) products: two (2) samples were received in used conditions without their original packaging and one (1) sample was received in unused conditions within its original packaging. The samples were visually inspected at a distance of 12 inches under normal lighting to received unit; the three (3) samples had a tear. Functional test: a leak test was performed; the sample passed the leak test. The most probable root cause is that production personnel did not detect the damaged product. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that operators can detect damages in the tube. Production personnel was trained in this qalert.